Event description:
A surgeon reported that patient is experiencing symptoms of glare first noted about one year following implantation of an intraocular lens (iol). A yag capsulotomy was performed but failed to resolve the glare symptoms. The lens remains implanted. The reported visual acuity (va) on 04/2001 was 20/20 and on 05/2002 was 20/20. The association between these symptoms and the iol are not known.